Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) dropped off of the central nurse's station (cns) with no user intervention. No patient harm was reported. Investigation summary: the root cause of the bed tile disappearing from the cns is user education. The customer was using too many cns devices to monitor a single bsm. The customer was provided education regarding the proper use of the devices, and then removed the bedside from one of the cns devices. There is no evidence of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: mu-671ra serial (B)(6) device manufacturer data:01/01/2017 (B)(4).

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) dropped off of the central nurse's station (cns) with no user intervention. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that a patient's bed dropped off of the central nurse's station (cns) without anyone removing it from the monitor settings screen. No patient harm was reported. The bme pulled the event logs and sent them into nihon kohden to be reviewed.

Manufacturer narrative:
The biomedical engineer (bme) reported that a patient's bed dropped off of the central nurse's station (cns) without anyone removing it from the monitor settings screen. No patient harm was reported. The bme pulled the event logs and sent them into nihon kohden to be reviewed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the model #: mu-671ra, serial #: (B)(4), device manufacturer data:01/01/2017, unique identifier (UDI) #: (B)(4).